Manufacturer narrative:
Analysis found that the stimulator connector pins were broken, the dsp pcb failed, and connector pcb was broken. Device was repaired and tested successfully as per manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working properly. There was no patient impact.